Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an electrode. The distributor reports that a patient received skin irritation. The customer further states that the irritation was addressed with santyl.